Manufacturer narrative:
Additional product code: mnh. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Additional code: mni. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a posterior spinal fusion procedure on (B)(6) 2014 and was implanted with a synthes universal spine system at levels l4-l5. At an unknown point in time the patient developed adjacent level stenosis at levels l3-l4. It was also discovered that the patient developed a sacral fracture below the spinal construct during an unknown time. On (B)(6) 2016, the surgeon performed a revision surgery removing the universal spine system (uss) hardware from 2014 at levels l4 and l5. There were no issues with the implanted hardware and the patient has a solid fusion at levels l4-l5. At the patient's levels l3, s1 and ilium, the surgeon replaced the patients screws with new universal spine system screws, performed a decompression and connected the rods. The procedure was completed successfully. This report is 5 of 11 for (B)(4).